Manufacturer narrative:
(B)(4).

Event description:
It was reported that this right ventricular (rv) lead was not delivering pacing when required. There were high pacing thresholds and loss of/intermittent capture without asystole. The cause of the loss of capture was not identified, as x-ray did not reveal any anomalies. The lead was surgically repositioned to a different portion of the rv with success. This lead remains in service and no additional adverse patient effects were reported.